Event description:
Legionella medium bcye + pav, lot 05112 does not support the growth of l. Pneumophila. MFR was notified in may, but has sent the same lot as replacement three times, the last time today.